Event description:
It was reported that the patient went to the hospital following a fall, and upon examination, the patient's heart rate was less than 30 bpm, with no pacing output noted. The device could not be interrogated. During the previous follow-up in august, 2008, the minimum predicted device longevity was 2.5 years. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient status was reported to be fine following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires.